Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear."

Event description:
It was reported that the urethral catheter that was indwelled in the patient fell out of the patient with a burst balloon. Per additional information received via email on 20 november 2019 from ibc representative, there were no missing pieces of balloon.

Event description:
It was reported that the urethral catheter that was indwelled in the patient fell out of the patient with a burst balloon. Per additional information received via email on 20 november 2019 from ibc representative, there were no missing pieces of balloon.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation observed an irregular balloon burst. No pieces of he sac were missing. The sample was evaluated under microscope and no conditions were found that could be associated with the reported event. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the urethral catheter that was indwelled in the patient fell out of the patient with a burst balloon. Per additional information received via email on 20 november 2019 from ibc representative, there were no missing pieces of balloon.